Event description:
It was reported that, during a unknown procedure, the device stopped working. Unknown how the case was complete. There was no pt consequence. One device is going to be returned.

Manufacturer narrative:
Date sent: 01/04/2007. Misaligned jaws. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned with the jaws slightly misaligned. The instrument was cycled and fed properly the remaining clips, however, it malformed 4 clips.